Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side textured devices due to product concern, get sick, and their implants get warm sometimes". Patient also reported "they have fevers" which is not device related. Healthcare professional reported right-side "capsular contracture - baker grade IV, double bubble performity, and exchange of textured device due to patient's concern with product." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety ¿ product/procedure: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Fever ndr: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Migration: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side textured devices due to product concern, get sick, and their implants get warm sometimes". Patient also reported "they have fevers" which is not device related. Healthcare professional reported right-side "capsular contracture - baker grade IV, double bubble performity, and exchange of textured device due to patient's concern with product." Device has been explanted.